Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous distal right coronary artery (rca) to right posterior descending artery and right posterior atrioventricular (rpav). A 24x2.25mm promus premier¿ stent was advanced to treat the lesion, however, the device was unable to cross the proximal lesion due to severe calcification and tortuousity. The physician then used a guidezilla guide extension catheter but the promus premier¿ stent was still unable to cross the lesion. The device was removed from the patient and it was noted that the distal edge of the stent struts were lifted. The procedure was completed with a smaller size promus premier¿ stent. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).